Manufacturer narrative:
(B)(4). Analysis of device memory indicates eos was met on (B)(6) when the device was exposed to strong magnetic fields resulting in implant transformer saturation when the device likely sensed emi as an arrhythmia. This indicates that detection was enabled (e.g., not in an MRI mode). At this time it is not possible to guarantee the device hardware is not damaged and we suggest considering change-out to ensure patient safety. We can attempt to clear the eos status of the implant and perform a follow-up to check aspects of functionality, but please be aware that we cannot guarantee device detection and therapy thereafter and that you would assume full liability for any risks to the patient due to adverse device function. Further, we can no longer honor any warranty claims on the implant.

Event description:
After a short period of non transmission, the device transmitted that eos occurred on (B)(6) 2018. Further investigation revealed the patient received an MRI, possibly without the device in MRI mode. The device was explanted and replaced.